Event description:
On 9/25/87 rptr had a right breast implant inserted immediately following a prophylactic simple mastectomy because of high risk of breast cancer. She had a modified radical mastectomy in 3/86 for breast cancer. Implant was done for reconstruction. Initial visit to dr for chronic and severe fatigue, joint pain and headaches. Blood work from this visit indicated rheumatoid arthritis. She was treated with anti-inflammatory drugs with no improvement. She was referred to another dr for a rheumatology work-up on 10/25/89. Blood work now reveals that she had a false positive ana, but that she had an auto-immune response. She was referred to the chief of plastic surgery who removed the silicone implant on 4/19/90, and replaced it with a saline implant. Even though the silicone was removed, she still has occasional periods of fatigue and joint pain.